Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl but they were not hospitalized. Current blood glucose was 363 mg/dl after being treated with insulin pump. Troubleshoot could not be performed because the customer did not have tubing clamp. The insulin pump will not be returned for analysis. The tubing clamp will be sent to the customer.